Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a syringe of six units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and tested all functions of the insulin pump. The customer was assisted with changing the infusion set and reservoir set. The insulin pump passed all test functions and works as designed. No further assistance needed.